Manufacturer narrative:
The clamp, 9733148, thoracic, radiolucent acc 961-576 suretrak2, small clamp (lot# 150110) was returned for analysis. Through functional testing and visual/physical examination analysis found no fault with the clamp. The returned clamp was found to be in good condition and had full function. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device outside of a procedure. It was reported that the site had a broken instrument that needed replacement. The screw thread was defragmented and loose on the suretrak small clamp. There was no patient involvement.